Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Device was not exposed to a magnetic field. Customer does not use the sensor feature. The customer was able to complete the rewind and prime but alarm occurs during fill cannula. Blood glucose value was 320 mg/dl and last reading was 309 mg/dl. The customer had reverted to manual injections. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor. It was unable to perform the rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.